Manufacturer narrative:
H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During visual inspection the technician found that the ultrafiltration unit was not working as expected leading to the reported excessive weight loss. The reported condition was verified. Since the machine was not evaluated by baxter qualified personnel, the cause of the condition could not be determined. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis (hd) therapy an excessive ultrafiltration of 1100ml was observed with an ak 96 machine. The patient presented with muscle spasms and palpitations, and to compensate for the fluid loss the patient was instructed to drink water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.